Event description:
It was reported by staff that our 22g IV catheters may have a defect. They state that once they began threading the IV, the needle punctures through the catheter plastic sleeve. Device provided to safety office. After speaking with staff about incident we could not determine if the device truly had a problem or bad technique was being used by staff upon insertion.